Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during a ugi endoscopy, front panel issue on the video system center. The procedure was completed using the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Additional information has been provided in reference to d9, h3, h6 (type of investigation), and h10 (manufacturer narrative). This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomena such as internal dust accumulation, a rusty tank socket, scratches on the top cover, scratches on the front panel, scratches on the rear panel, and scratches on the chassis were identified. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.